Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station stuck on the windows screen. A field service engineer (fse) attempted to launch application but received the errors and advised to contact technical support specialist. After that the technical support specialist (tss) logged into station, then applied the knowledge article (ka) ¿med es application error "dispensing.ui.win has stopped working"¿ and confirmed that application was launching upon startup as expected. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, had system running slowly on every transaction. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event